Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found scope cover has a crack, forceps channel port has a scratch, air/water cylinder has no color, suction cylinder has no color. In addition, switch flexible printed circuit unit has corrosion due to water leakage, scope connector case unit has a crack, circuit board unit in scope connector has corrosion due to water leakage, and plug unit has corrosion due to water leakage. Finally, cable unit has corrosion due to water leakage, due to corrosion on plug unit, e237(scope error) occurs, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, objective lens has a scratch, light guide lens has a crack, bending tube is deformed, connecting tube is snaking, connecting tube has a scratch and universal cord has a wrinkle. The investigation is ongoing and and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope jet tube had foreign material . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d5 and e1 (establishment name) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.